Manufacturer narrative:
Customer returned meter serial number t-f301-60933 and test strips lot number 0522939. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate high readings was not duplicated during testing. The freestyle flash blood glucose readings as reported by the customer were found in the meter internal log.

Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 500 mg/dl and 59 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.